Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. The system was then found to be operating as intended.

Event description:
It was reported the system failed to boot up. No report of pt injury.